Event description:
When the or team opened the graft there was an oily substance inside the container. The graft was not used. A second graft did not contain this substance. Rptr told that this can be caused by improper storage (glycerine) but is absolutely safe to use.